Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error during a bolus attempt. The customer stated that the device was exposed to moisture as she had it in her pocket while running. Blood glucose value was 272 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No unexpected screen anomalies noted during testing; time advanced properly. No unexpected button error alarms noted. The insulin pump had an intermittent button response on the act and down arrow buttons due to corroded keypad traces noted. The insulin pump had moisture damage on lcd board noted. The insulin pump had cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and cracked belt clip slot.